Manufacturer narrative:
Continuation of d10: product ID 97715 (serial: (B)(6); product type: 0197-implantable neurostimulator; implant date 2020-11-02; explant d (B)(6) ate section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. Patient reported the other paddle they have was getting warm to touch and was very uncomfortable. Agent asked and patient mentioned they don't know where the 2nd recharger was since they were in so much pain. Patient did not have the 2nd recharger at the time of the call. Patient mentioned they let the 2nd implant die off and only charge it to get a MRI. Agent informed patient to call back once they had a chance with the 2nd recharger to gather the serial number to replace the recharger.